Event description:
Boston scientific received information that patient with this product had discharge from their incision site. The patient also developed a rash on their upper body. The patient was treated with antibiotics and the source of the reported infection had not been determined. Of note, it was also reported that their was noise on the right ventricular (rv) channel that was determined to have likely been myopotential in nature. Defibrillation threshold (dft) testing was successfully performed. The patient will continue to be monitored. The local boston scientific field representatives were unaware of any further information. The system remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.